Event description:
On (B)(6), 2010 a doctor reported that a patient lost a sybronpro xrt implant nine (9) months after placement due to peri-implantitis and a localized infection. This is the second of two reports.